Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements and noise with oversensing and pacing inhibition that was reproducible with isometrics. No asystole was noted. A revision procedure was performed to replace the rv lead, however high shock impedance measurements were also observed with the new lead and chronic device, so the physician opted to replace the chronic ICD. The new device was connected to the chronic rv lead and impedance measurements were then within normal range. This chronic ICD was explanted and the newly implanted rv lead was also extracted prior to pocket closure. No additional adverse patient effects were reported.